Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, moisture ingress, and a battery compartment leak. This report is made based on results of investigation completed on 16-apr-2018.